Manufacturer narrative:
G1: contact office country: united states g1: manufacturing site country: united states this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that while using a cook salivary stone extractor basket sseb, the device began to kink and "unfurl" the patient underwent an unknown procedure where the cook salivary stone extractor basket sseb was used. The device began to kink and "unfurl" while the stone was in the basket. The clinician decided to make an incision in the duct to release the stone rather than continue to to pull the salivary stone extractor basket sseb, as it had already began to "unfurl." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a cook salivary stone extractor basket started to kink and "unfurl" while a stone was in the basket during a procedure on (B)(6) 2025. The physician made the decision to make an incision in the duct to release the stone. The patient reportedly experienced no harm as a result of the issue. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A picture, however, was provided that showed kinks in the basket sheath near the distal end. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no relevant nonconformances related to this incident. A complaint history search found no other complaints had been reported for this lot. The information provided upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ tse_ rev4; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of customer provided photo, and the results of the investigation, cook was unable to establish a cause for the basket sheath damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.